Event description:
Pt called to report adverse events regarding a verichip device, which pt says was inserted into his arm without his consent. Pt stated he can see the verichip implant bulging out of his arm, and says it's painful. Pt said he was in a (B)(6) for a bladder infection, when the device was unknowingly implanted in his arm. Now, p states that the tracking verichip is causing both pain and involuntary muscle twitching. Pt said the device is implanted in soldiers and pts at va hospitals to keep track of them. Pt said he has been told by multiple doctors and va hospitals that there isn't a device implanted in his arm, instead it's a blood clot and will go away on its own. Pt says it's imperative he gets this device removed from his arm, and that he's worried for his health.